Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning as intended; it was believed the issue was due to normal wear and tear. The device was explanted and replaced. There were no patient complications.